Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as normal device characteristics was confirmed through calculations.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator message appeared for ipg. It is unknown if the indicator triggered earlier than intended. As a result, the patient may undergo surgical intervention to address the issue.